Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal. The patient symptoms were vomiting and diarrhea, trouble focusing. The drugs used in the pump at the time of the event were fentanyl.